Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka) and blood glucose (bg) values that reached over 250 mg/dl. The patient had chest pain, hip pain, was nauseous and vomiting. For treatment, the patient was given fluids and insulin. The patient was still at the emergency room. It was reported that the patient lost their controller and was unable to give insulin with the omnipod system.